Event description:
It was reported that the implant (bnst511) in tooth location 26 relocated into the sinus. It was also reported that the implant was surgically removed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant (bnst511) in tooth location 26 relocated into the sinus. It was also reported that the implant was surgically removed. Doctor indicated free-end gap, ext. Sinus lift. Doctor reported good oral hygiene. No abnormalities found in patient's history record.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One t3 tapered implant was returned for inspection. A visual inspection revealed significant signs of tissue attachment at the threads, collar, and internal drive feature. The product matched print specifications where measured against drawing #(B)(4) rev c. The returned x-ray shows that overtime, the reported implant is confirmed to have relocated into the sinus cavity, turning horizontally. The alleged complaint is confirmed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Information identified: IFU (p-iis086gi rev. F 11/2015) states, potential adverse events: potential adverse events associated with the use of dental implants may include: failure to integrate, loss of integration, dehiscence requiring bone grafting, perforation of the maxillary sinus, inferior border, lingual plate, labial plate, inferior alveolar canal, or gingiva, infection as reported by abscess, fistula, suppuration, inflammation, or radiolucency, persistent pain, numbness, paresthesia, hyperplasia, excessive bone loss requiring intervention, implant breakage or fracture, systemic infection, nerve injury, ingestion, aspiration and/or swallowing. A root cause for the complaint could not be determined. The following sections have been updated. (B)(4).